Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to the device not working two months after the device was implanted. The patient's urinary incontinence returned. The cuff was downsized to fit the patient's needs. The patient is expected to fully recover post procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to the device not working two months after the device was implanted. The patient's urinary incontinence returned. The cuff was downsized to fit the patient's needs. The patient is expected to fully recover post procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams 800 was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. A vertical slice was identified on the lateral portion of the cuff shell and the cuff tab was cut with additional damage observed on the side of the adapter assembly. This damage was determined to be consistent with that observed during explant. Leak testing identified a leak resulting from the observed damage. Inspection of the pump and balloon components found no further damage or irregularity. Product analysis was unable to confirm the reported mechanical issue and urinary incontinence.

Event description:
It was reported that the patient experienced recurrent incontinence approximately two months after implant of their artificial urinary sphincter (aus) device. It was noted the device stopped working though a specific issue was not identified. A surgical procedure was performed during which the existing device was explanted and replaced with a new aus with a smaller cuff. No patient complications were reported.